Event description:
Home patient (hp) contacted baxter's technical services center (tsc) for assistance during drain 4/6 of home patient's automated peritoneal dialysis (apd) therapy using a homechoice machine. Reportedly, the patient line of home patient's homechoice set became disconnected from home patient's transfer during therapy. No patient injury or medical intervention was associated with this incident per rn.